Manufacturer narrative:
Concomitant medical products: baxter 250ml bag, 2432-0007, quest medical manifold extension set, mz5309, (2) bd 10ml syringe, (6) mz1000-07, (2) non-bd bifuse extension set, bd 30ml syringe, bd 20ml syringe, (2) mz9226, therapy date (B)(6) 2018. The customer¿s report of a leak was confirmed. Visual inspection showed a microchannel/scratch within the interior diameter of the maxzero valve. No other obvious damages or anomalies were observed. Functional testing confirmed leaking from two engagements: at the top of the maxzero valve extension set to the 20 ml syringe, and on the non-bd extension set's bifuse exit port and tubing. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that in the nicu IV, tpn was leaking. The product was disconnected and reconnected, but an hour later, it was noted to be leaking. The tubing was changed, and a couple hours later, a full cap (maxzero) and line change was performed. New medications were ordered. Around change of shift time, the line was found to be leaking again at the connection between the manifold and the cap (maxzero), despite having already changed the tubing and the cap. There was no patient harm.